Manufacturer narrative:
Device is used for treatment, not diagnosis. Device is an unknown screw, quantity 1. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number placeholder.

Event description:
Open reduction and internal fixation of combined angle and body/symphysis fractures of the mandible: how much fixation is enough? Edward ellis. American association of oral and maxillofacial surgeons j oral maxillofac surg 71:726-733, 2013. In the rigid group there were 48 major complications (4.9 percent) requiring surgical intervention. There were no cases of malocclusion requiring secondary intervention. Twelve complications were at the site of the body fracture. All others were located at the site of the angle fracture. Eight of the complications located at the body/symphysis fracture site were wound problems with dehiscence of the incision and exposure of the bone plate; in four other cases, there was associated infection. These all required surgery to remove the bone plates and to treat any infection present. The remaining 36 complications all presented as wound problems at the site of the angle fracture. Nineteen presented as infections with either abscess formation ( 7) or drainage of purulent material intraorally (8) or extraorally ( 4). All 19 patients underwent incision and drainage through an intraoral (13) or extraoral approach (6) and either immediate or subsequent hardware removal in 15 patients. In 5 patients, there was no bony union at the time of plate. Removal and a period of imf was used. One of these did not unite and required bone grafting 4 months later. The remaining 17 patients presented with noninfected wound problems. Typically, they had granulation tissue around the incision site (fig 3), plate and/or bone exposure, and (in 7 cases) loose hardware. All of these patients required surgery to remove the bone plate and debride any nonvital bone. In only 4 patients was the fracture not united at the time of plate removal. In these patients, a period of imf was used. In the nonrigid group, there were 23 major complications (15.4 percent), of which 22 were postoperative wound problems. Fourteen presented as a noninfected wound problem with granulation tissue, plate and/or bone exposure, and (in 9 cases) loose hardware. The wound problem occurred at the angle fracture site in 8 cases, at the body fracture site in 2 cases, and at both sites in 4 cases. The fractures had healed in 8 of the cases, but 6 had mobility at the time of hardware removal and were placed into imf for a period of time. All eventually went on to osseous union. Eight cases had frank infection, 7 at the angle fracture site and 1 at the body fracture site. The infections presented with abscess formation without spontaneous drainage in 4 cases and intraoral purulent drainage through the incision site in the others. All infections required intraoral incision and drainage, and 7 required hardware removal and a period of imf was used. One of these did not unite and required bone grafting 4 months later. The remaining 17 patients presented with noninfected wound problems. Typically, they had granulation tissue around the incision site (fig 3), plate and/or bone exposure, and (in 7 cases) loose hardware. All of these patients required surgery to remove the bone plate and debride any nonvital bone. In only 4 patients was the fracture not united at the time of plate removal. In these patients, a period of imf was used. In the nonrigid group, there were 23 major complications (15.4 percent), of which 22 were postoperative wound problems. Fourteen presented as a noninfected wound problem with granulation tissue, plate and/or bone exposure, and (in 9 cases) loose hardware. There was a statistically significant difference in the major complication rate between the rigid and non rigid groups. This report is for an unknown screw. This report is 2 of 2 for complaint (B)(4).